Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had early elective replacement indicator (eri). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product/(s): 694765 lead, implanted: (B)(6) 2006. (B)(4). Evaluation summary: the device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.